Event description:
It is reported that a revision surgery occurred for an unknown reason. Exact implant and explant dates are unknown.

Manufacturer narrative:
Evaluation summary: the probable cause of the failure could not be definitely determined. Eval: no product was returned. Review of the device history records was also not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective actino is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer considers the investigation closed.